Event description:
During processing of hematopoietic progenitor cell apheresis autologous stem cell product, visual examination of freeze bag revealed two small visible white strands within origen cryostore eva bag.